Event description:
It was reported that customer experienced cartridge alarm 30 on pump with repeated cartridge alarms on consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, received replacement pump from distributor representative, was provided storage mode instructions for transport of affected pump, and problematic pump was planned for return to manufacturer for evaluation.